Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient presented for an implant procedure on 12 apr 2025. During procedure, the atrial lead dislodged and phrenic nerve stimulation was noted. Then the pacemaker set screw could not be unscrewed. The system was replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and extra cardiac stimulation. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.